Event description:
It was reported that this pacemaker entered safety mode and is scheduled for replacement. The device remains in service at this time, and no adverse patient effects have been reported.